Event description:
It was reported that before use when turned on, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failed code 1. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turned on, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failed code 1. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed a removal of the front casing, and replaced the drive transducer. Also, calibration of the three pressure transducers was performed, as well as functional checks and diagnostic tests. The unit passed all performance and safety tests according to the parent company specifications. The device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience to workers or patients.

Event description:
N/a